Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Upon receipt the actual pump involved was visually and functionally inspected. Although the reported thermal damage was observed, there was evidence of fluid damage. The interface board was replaced and preventative maintenance service was performed. The device was then tested and met specifications. The instructions for use (IFU) for the space product lines states, "do not allow liquids to enter into or come into contact with any openings or electrical connections on the pump or power supply. Fluid exposure in these areas may result in the risk of short circuit, corrosion or breakdown of sensitive electrical components." The IFU also provides additional information on disinfectants and cleaning techniques that should be followed. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported incident are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: connector f4 in the back is burnt.